Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed tech svs in (B)(4) and an investigation was performed. A review of the downloaded error logs did not show any evidence to the reported events. All investigation attempts to replicate the fault as well as a visual inspection determined the device is operating without fault. The investigation resulted in "no fault found." (B)(4).